Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump experienced a call service alarm issue; the issue was not clarified by the reporter. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. There was no indication that the alleged issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm issue.

Manufacturer narrative:
Animas received additional information regarding this complaint that affects the reportability of this complaint. In a follow-up conversation with the reporter, animas was advised by the reporter that the pump did not, in fact, have any call service alarm as initially reported and that the report of the call service alarm was a mistake. Thus, the insulin pump is not being returned to animas for evaluation. Animas kindly requests that ansm accept this final report as closure.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 12-sep-2018 with the following findings: review of the black box data revealed no activity outside normal use. A battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. On investigation, the pump powered on and ez-prime steps successfully completed without error, warning or alarm. There was no damage, defect or contamination of the pump¿s interior components. The pump was found to be operating as intended without malfunction.